Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that transition arm was impossible to enter at the base level of the deformed opening unit. There was no patient injury and delay in surgery reported.